Manufacturer narrative:
(B)(4). Incident date was not provided. Lot number not provided. UDI not provided. Re-processing information not provided. Device manufacture date: since the lot number was not provided, this information cannot be determined. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent an anterior repair with perigee graft, posterior intravaginal sling plasty and cystoscopy for a vaginal vault prolapse. Approximately 7 months post op the patient had a colporrhaphy with excision of vaginal mesh because of a vaginal foreign body/mesh erosion. Approximately 2 years and 9 months post op the patient underwent an exam under anesthesia, enterocele repair with surgisis graft, bilateral sacrospinous ligament suspension, and a cystourethroscopy for a grade 2 enterocele. Approximately 3 years and 3 months post op the patient had undergone an examination under anesthesia, excision of vaginal mesh and a vaginal scar revision for granulation tissue and vaginal pain. Approximately 7 years 10 months post op the patient underwent a laparotomy with removal of mesh sling, several prolene sutures with inflammatory changes and also vaginal sinus tract closure with removal of vaginal suture in the sinus tract for an abdominal wall abscess with previous pelvic reconstructive surgery mesh and sling urethropexy with ivs sling. She also had a lavage of the wound with savage lavage protocol.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.